Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, 10 mg/ml concentration at 4.499 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient came in today for a normal pump refill however when they initially interrogated the pump. They saw alert codes 101 and 87. There was a pump reset and safe mode that had occurred and the pump was put into minimum rate. The patient did not have any symptoms or anything. All these alerts occurred today at 10:47 am which was when they interrogated the pump. No other programming was performed after they saw those messages. The patient did not have a magnetic resonance imaging (MRI) or had any other procedures performed. They did not have any equipment that could be giving off any electromagnetic interference (emi). She was able to program and update the pump. The hcp confirmed she was no longer seeing the alerts. No patient symptoms were reported. The patient had called stating he had heard the pump alarm twice since. No further complications were reported.